Event description:
It was reported that the patient presented for follow-up in clinic with the history of noise oversensing in the right atrial (ra) lead resulting in inappropriate mode switch (ams). Upon device interrogation, it was noted that the ra lead continued to exhibit noise and the right ventricular lead (rv) lead also showed low pacing impedance. The ra and the rv leads were explanted on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in eight pieces. Final analysis found an internal short between conductor paths in the middle and distal regions, consistent with procedural damage. No other anomalies were found.